Event description:
It was reported the patient experiences pain and muscle stress at/ around the ipg pocket site irrespective of stimulation being on or off. The patient also experiences pain at the ipg pocket site when she lifts her arm and the ipg appears to be sticking out. Additionally, the patient has respiratory problems and feels pain upon breathing. The patient will be working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.